Manufacturer narrative:
Investigation summary: a visual inspection revealed that only the logo plate was returned alone detached from the device. There was a small mark on the inner left side of the stop plate. Based upon the received condition of the device, the reported complaint "the logo plate popped off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the logo plate on the acrobat suv vacuum stabilizer system popped off into the pt's chest. The piece was removed from the pt's chest with no other pt effects reported. The reported device was used to complete the case. The piece was retrieved and will be returned.